Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 500 mg/dl to 600 mg/dl at the time of incident. The customer stated that they treated during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they had to replace the site twice due to having high blood glucose from 400 to 500 mg/dl and was treated with bolus. The insulin pump will not be returned for analysis.